Manufacturer narrative:
This is for the same event as manufacturer report 2124215-2022-04344.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the glass tip was fractured. The fiber was exchanged and the glass tip on the second fiber was fractured. There was no physical detachment of the glass tips. A fracture on the glass tip could potentially lead to fiber forward firing. The procedure was completed with a third fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the glass tip was fractured. The fiber was exchanged and the glass tip on the second fiber was fractured. There was no physical detachment of the glass tips. A fracture on the glass tip could potentially lead to fiber forward firing. The procedure was completed with a third fiber without patient complications.

Manufacturer narrative:
This is for the same event as manufacturer report 2124215-2022-04344. Investigation summary: with all the available information, boston scientific concludes that the reported glass fracture was not confirmed; however, functional analysis identified a fiber break between the input connector and control knob. It is probable that there was excessive manipulation or bending of the fiber during set-up, likely contributing to the fiber body break. The interaction between the user and device caused or contributed to the observed and confirmed fiber tip damage. According to the instructions for use, do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested on the hene (helium-neon) test fixture. The testing conducted identified a break between the input connector and control knob. Aiming beam was observed from the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber tip did not exhibit any signs of debris adhesion or devitrification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.